Event description:
Male pt with chest pain. Chest shaved/clipped and zoll radiolucent pro-padz ii electrodes (item # 8900-4005) applied. Pt to cardiac cath lab. In cath lab, electrodes connected to zoll r series defibrillator. Pt went into v-fib, unable to defibrillate patient. Manual pressure applied to electrodes. Second attempt to defibrillate successful. Pt resuscitated. No long term harm to patient. Two similar incidents have occurred since this incident which have raised questions regarding electrode adhesive quality.